Manufacturer narrative:
H6: health effect impact code: f26: no health consequences or impact. H6: medical device component: g04088: membrane. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. Through gore's investigation and based on the available information there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore® dualmesh® biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ as with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing records verified that the lot met all pre-release specifications. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated results code. Conclusion code remains unchanged.

Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: implant #2 and explant #1 preoperative complaints: (B)(6) 12: (B)(6) center. (B)(6) , md. Indications: ¿briefly, this is a 43-year old female with history of crohn's disease with an end ileostomy and who presented to the emergency room approximately four days prior with severe pain from a parastomal hernia. Given these findings, the decision was made to take the patient to the operating room for a resiting and complex revision of her hernia as well as a ventral hernia repair.¿ indications per dr. (B)(6) , md: ¿this is a 45-year-old female with crohn's disease and rheumatoid arthritis, with a large parastomal hernia and an incisional hernia, 6-cm. The patient is undergoing a resiting of the stomal by drs. (B)(6).¿ indications per dr. (B)(6) , md: ¿a 45-year-old female with history of crohn's disease and rheumatoid arthritis who has an incisional hernia approximately 6 cm wide and a large parastomal hernia with relatively severe abdominal pain. She is undergoing re-siting of the stoma site by drs. (B)(6). I was consulted to assist with the closure.¿ implant #2 and explant #1 procedure: bilateral rectus muscle flap creation with retrorectus hernia repair of incisional hernia and left parastomal hernia; assistance with creation of new stoma site. Complex revision of ileostomy. Lysis of adhesions. Implant: gore® bio-a® tissue reinforcement [no product ID provided. 10cm x 30cm]. Implant #2 and explant #1 date: february 15, 2012 (hospitalization february 11-27, 2012) (B)(6) 2012: (B)(6) center. (B)(6), md. Operative report. Preoperative and postoperative diagnoses: parastomal hernia. Crohn's disease. Assistant: (B)(6), md. Performed: complex revision of ileostomy. Lysis of adhesions. Estimate blood loss: 200 ml. Specimen: ileostomy. Complications: none. ¿this operation was performed both by myself and by dr. (B)(6). I performed the lysis of adhesions, exploratory laparotomy and the complex revision of the ostomy. Dr. (B)(6) performed the ventral hernia repair. I will dictate the part of this case that I performed.¿ findings: ¿parastomal hernia on the patient's left hand side as well as a midline ventral hernia.¿ procedure: after signing the consent, the patient was brought to the operating room, placed on the operating room table in the supine position. General anesthesia was induced. The patient's abdomen was prepped and draped in the usual sterile fashion. We entered the abdomen in the upper midline and then excised her scar down toward the pubis. After careful dissection was performed, we were able to enter the abdomen in the area which was clear of a small bowel loop and clear of adhesions. Once we entered the abdomen, we were able to open the remainder of the fascia without causing any enterotomies or serosal injuries. We did note an old piece of gore-tex mesh which was there from the prior rectal hernia repair. This was removed and taken off the field as a specimen. We then proceeded to perform a thorough lysis of adhesions which took approximately two hours to perform. We were able to identify the loop going up to the stoma on the patient's left hand side and clearly identified the parastomal defect. We were able to then dissect out the ileostomy from both the anterior and posterior angles and finally able to bring it through the abdominal wall and free it up. We then transected the end of it with a gia stapler after the mesentery had been controlled with 0-vicryl sutures. The end of the ileostomy was taken off the field as a specimen. In order to bring this ileostomy over to the patient's other side, which was our plan, it was necessary to perform additional lysis of adhesions. This brought us down the distal loop of ileum. We were able to free up approximately 20 cm of it but at this point it dove deep into the posterior pelvis. This part of the dissection was extremely difficult. In performing the dissection, one serosal tear was created which was oversewn with a 3-0 silk suture. Given the fact that it was extremely socked into the pelvis and additional stuck to her ovarian cysts, one of which was opened incidentally and from which fluid was sent for cytology, we elected to not proceed any further with lysis of adhesions, fearing that we would cause an enterotomy. This being the case, we decided we did have adequate length and mobility on the ileum to perform a stoma on the patient's right hand side, at her old stoma site. With this we terminated our lysis of adhesions and dr. (B)(6) performed his ventral hernia repair which he will describe in detail but briefly he did use a piece of gore biologic mesh through which he made a hole for passage of the ileum. In addition, this mesh was placed just anterior to the posterior fascial sheath and posterior to the muscle layer. After they finished closing the anterior fascia and closing the abdominal wall, we placed the stoma through the anterior abdominal wall at the old stoma site and we matured it in a typical brooke fashion with five interrupted, 3-0 vicryl, brooke sutures and multiple interrupted 3-0 sutures in between. With this we were satisfied with the procedure which was a complex revision of an ileostomy. This is dr. (B)(6) dictating this operative report on this above captioned patient.¿ (B)(6) 2012: (B)(6) center. (B)(6), md. Operative report. Preoperative and postoperative diagnoses: ventral hernia. Abdominal pain. Parastomal hernia. Assistant: (B)(6), md. Anesthesia: general. Procedure: ¿following the lysis of adhesions by dr. (B)(6), plastic surgery was called into the operating room. Upon entering the operating room, there was a 9 x 20-cm defect to the ventral abdominal wall and a 6 x 4-cm defect at the left stoma site. A retrorectus repair was then undertaken. Both rectus sheaths were opened, separating the rectus muscle from the posterior fascia in a 20 x 10-cm area. This was difficult due to the extensive scarring from the previous operative procedure, as well as stoma. The parastomal site hernia posterior fascia was closed with #1 pds on the left. The prior stoma was brought through the right previous defect in the posterior fascia. A gore bio-a 10 x 30-cm mesh was trimmed to appropriate size that was 20 x 10-cm, and laid into the defect on top of the posterior rectus sheath. A hole was cut in to the mesh to allow for the passage of the new stoma. The mesh was then inset around the posterior fascia with pds, as well as laterally to the posterior fascia. The wound was then irrigated. A 15 blake drain was placed above the mesh. Dr. (B)(6) performed a new right-sided stoma, which was exteriorized through the abdominal wall. The rectus muscle was then reapproximated with vicryl suture. The fascia was closed using pds sutures in a running fashion. A 15 blake drain was placed superficial to this. The parastomal site was reconstructed with vicryl suture, repairing the rectus muscle, followed by transverse repair of the anterior fascia using pds. The skin of the stoma site was partially closed with staples. The midline abdominal wound was then closed using o-vicryl, for scarpa's deep dermis, and then staples to the skin. Throughout the procedure, the abdominal wounds were irrigated with copious amounts of antibiotic irrigation. Ecchymotic tissue was debrided as well.¿ (B)(6) 2012: (B)(6) center. (B)(6), md. Operative report. Preoperative and postoperative diagnoses: ventral hernia. Abdominal pain. Parastomal hernia. Assistant: (B)(6), md. Anesthesia: general. Procedure: ¿following lysis of adhesions which will be dictated by the (B)(6) , I was called in for surgical repair of the hernia. There was an approximately 9 x 20 cm defect on the ventral abdominal wall along the incision and an approximately 6 x 4 defect at the stoma site on the left. In order to repair it, I felt I was able to do a retrorectus repair. Therefore, both rectus sheaths were opened. This was quite difficult owing to the previous scar on the right side from the previous stoma site position, and on the left side due to the current stoma site position, but we undermined an approximately 20 x 10 cm area of the posterior fascia, separating the rectus muscle from the posterior fascia. I was then able to close the parastomal site hernia of the posterior fascia transversely with #1 pds. The new stoma was then brought through the preexisting defect from the prior stoma site on the· right through the posterior fascia. At this point the gore bioa 10 x 30 was opened, trimmed to size approximately 20 x 10 and inlaid into the defect. A hole was cut in the mesh to allow for the passage of the new stoma through the rectus sheath. The mesh was then inset around the posterior fascia of the stoma site using #1 pds and laterally to the posterior fascia as well. This was approximately 3-4 sutures. Then the area was irrigated copiously with bacitracin gentamicin irrigation. A #15 french blake drain was laid I [sic] the mesh layer. The new stoma site was chosen at the original right-sided stoma site and with dr. (B)(6) 's help this was exteriorized through the abdominal wall. The anterior fascia was then closed and approximately 5 sutures were placed in the rectus muscle as well. The fascia did manage to be closed in the midline without tension using #1 pds running suture. A drain was placed superficially to this layer. Next the parastomal site was repaired with vicryl suture in the rectus muscle followed by transverse repair of the anterior fascia using #1 pds. The skin of the stoma site was partially closed-and the skin of the incision was completely closed. The stoma site was left partially opened to allow for drainage of the contaminated site. The remainder of the case was turned over to dr. (B)(6) for maturation of the stoma. This is dr. (B)(6) , I was present for the entire abdominal wall reconstruction.¿ a potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the gore® bio-a® tissue reinforcement instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence." The gore® bio-a® tissue reinforcement instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: on (B)(6) 2009: the (B)(6) medical center. (B)(6) , md. Operative report. Preoperative diagnosis: large ventral hernia of main midline abdominal incision following multiple operations for crohn¿s disease including transposition of her ileostomy. Postoperative diagnosis: same. Operation: exploratory laparotomy. Lysis of adhesions for a period of 1 hour and 20 minutes. Placement of dual gore-tex mesh to repair hernia. Closure of main abdominal incision over mesh. Intraabdominal drainage and drainage anterior to the mesh. Assistant: (B)(6) , md. Medical student: (B)(6) . Anesthesia: general. Anesthesiologist: (B)(6) , md and (B)(6) , md. Specimens: none. Indication for surgery: the patient was operated upon to repair a large ventral hernia in the midline abdominal incision which was large and unsightly and causing discomfort. Operative procedure: ¿with the patient in supine position and under adequate general anesthesia, the abdomen was prepped and draped in the usual fashion using betadine. Incision: the previous incision was completely excised taking the entire scar all the way from the top to the bottom as the patient wanted plastic closure of the wound. This was deepened through skin, subcutaneous tissue, and deep fascia to enter the peritoneal cavity. There were numerous adhesions underneath the wound. Lysis of adhesions: we now lysed adhesions for a period of 1 hour and 20 minutes to mobilize the small bowel inferiorly, superior and laterally on either side. Laterally, we went approximately 4-5 cm on the right side and 3-4 cm on the left side to the ileostomy area. Once we had freed all adhesions, we irrigated the wound and aspirated some blood. We coagulated a number of minor bleeding points. Placement of dual gore-tex mesh: the dual gore-tex mesh was now placed in the abdomen with the smooth side down. It was tacked into position on the left side about 3-4 cm lateral to the main incision all the way up anteriorly to the undersurface of the deep fascial layer and then inferiorly where we had to separate the bowel from the bladder and then dissect the bladder off the fascial layer. On the left side, we continued using the protack fixing the fascia to the lateral side fairly close to the edge of the deep fascia, going approximately 1 cm back. We checked at all times to see that the small bowel was behind the site of the protack. Once we had completely fixed the mesh in position and all areas with the protack, we then proceeded to close the wound. Drainage of the abdomen anterior and posterior to the mesh: during the course of placing the mesh, we placed a size #10 jp snyder drain through a left lower quadrant incision and brought it into the peritoneal cavity. Prior to closure of the main fascial layers, we placed a second size #10 jp drain through a right lower quadrant stab incision into a supra-mesh position and proceeding with the closure of the mesh over this drain. Closure of the main fascial layer: we used a loop #1 pds suture commencing inferiorly and taking the edge of the deep fascia, and where possible, in addition the edge of the recurved gore-tex mesh. On the left side, we took almost all stitches through the gore-tex mesh and on the right side where the mesh was 3-4 cm lateral to the main incision, we took just the deep fascia and we continued to suture all the way up to approximately 2 inches below the upper end of the incision. We used a separate suture from above and brought down to the first suture where we tied the two together. The knot was covered with subcutaneous tissue using two 3-0 vicryl sutures. We irrigated the wound and aspirated excess fluid. We approximated the dermal layer of the skin using interrupted inverted 3-0 vicryl sutures throughout the length of the wound. We stapled the wound using interrupted staples to complete the closure. Hemodynamic parameters during the course of the operative procedure: the patient was hemodynamically stable throughout the operative procedure. She received one liter of crystalloid, made 200 ml of urine with an estimated blood loss of 100 ml. She left the operating room in excellent condition.¿ on (B)(6) 2009 [operative report date (B)(6) 2009]: the (B)(6) medical center. Implant log. Implant sticker. Gore dualmesh® biomaterial. Ref catalogue number: 1dlmc04. Lot batch code: 06750715. W.l. Gore & associates. Item #: 272[illegible]1. Qty: 1. Description: mesh dual 15x19cmx1mm. Catalog no: 1dlmc04. Lot #: 06750715. Implant site: abdomen. Device type: mesh. Exp. Date: 5/27/2014. MFR: wl gore. The records confirm a gore® dualmesh® biomaterial (1dlmc04/06750715) was implanted during the procedure. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the instructions for gore® dualmesh® biomaterial use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). It should be noted that the instructions for gore® dualmesh® biomaterial use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿

Event description:
It was reported to gore that the patient underwent open midline abdominal hernia repair on (B)(6) 2009 whereby a gore® dualmesh® biomaterial was implanted. The complaint alleges that on (B)(6) 2012, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: adhesions, surgery to remove mesh, scarring, severe pain, bilateral rectus muscle flap creation. Additional event specific information was not provided.